Event description:
A healthcare professional reported that nm-g3713 lot#9000271 implant lacked primary stability due to bone too soft. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has hypertension. The device was forwarded to the manufacturer. No other medical issues were reported.